Event description:
It was reported that the patient underwent an ipg replacement procedure due to charging issues. The patient was doing well postoperatively and the explanted ipg will not be returned. Additional information was received that the reason for revision was due to patient does not want to the process of charging and wanted a non rechargeable ipg.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to charging issues. The patient was doing well postoperatively and the explanted ipg will not be returned.